Manufacturer narrative:
The lead remains implanted but electrically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, poor p-wave sensing and loss of capture in the atrium were observed. An x-ray was performed and confirmed this right atrial (ra) lead was dislodged. The physician did not intend to reposition the lead, and the device was reprogrammed to vvi 40. Atrial discriminators were also programmed off. No adverse patient effects were reported.